Manufacturer narrative:
According to boston scientific crm records, this device is still in service. Should additional information become available, this event would be updated as necessary.

Event description:
Boston scientific crm received information that this patient reported that her pacemaker started eroding at the pocket site, therefore the physician moved the device sub pectoral. The patient was questioning if they put in a new device. Our company's records show this device is still implanted.